Manufacturer narrative:
Serial number and device manufacture date: the device serial number ((B)(4)) and the device manufacture date (mar 17, 2010) reported in the previous report were incorrect. The serial number and the device manufacture date have been updated to (B)(4) and jan 20, 2012 respectively. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the thermistor assessment (actual reading: open line; specification: between 1000 and 15,000 ohms). It was further observed that the hose brace spring was stretched and the thermistor wire was broken. It was determined that the issue with the cord brace spring being stretched was caused by excessive pulling being applied to the cord, which was due to user error. It was further determined that the issue with the broken thermistor was due to normal wear. The assignable root causes were determined to be due to user error and worn out thermistor from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during an unspecified spine surgical procedure, it was discovered that the motor device and attachment device heated up when used together. The reporter indicated that when the two devices were observed to be heating up, the user replaced the attachment device with another attachment device. It was reported that the same motor device was used throughout the duration of the procedure. The reporter stated that it was unknown if the motor device stayed hot after switching to the spare attachment device or if the temperature of the motor device declined to its normal/comfortable temperature. There were no delays to the surgical procedure. The reporter stated that the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the burr devices were used together with the attachment device. It was further reported that there were no alleged malfunction again the burr devices. According to the surgeon, the motor device was not hot once the attachment device was replaced. The reporter suspected the issue was with the attachment device and had the surgeon with to a different attachment device. The burr devices have been included in this event and added in the concomitant medical products section. Serial number and device manufacture date: the device serial number provided by the reporter in the initial report was incorrect (B)(4). Therefore, the manufacture date (jan 20, 2012) was incorrect. Upon receipt of the device the serial number was identified as (B)(4). The device manufacture date has been updated to mar 17, 2010. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.